Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of huav0228 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported to the sales rep that 7 fr dual lumen catheter began to leak where the catheter meets the hub. No injury to the patient was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 7fr d/l hickman central venous catheter. The sample terminated 0.8cm from the molded joint. Usage residues were observed throughout the sample. The extension tube markings were partially worn. The sample exhibited a complete tear in the outer lumen at the interface with the molded joint. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) hydraulic pressurization of the sample. Tactile inspection of the sample revealed tensile weakness throughout both extension tubes and the catheter tubing distal of the molded joint. Microscopic inspection of the distal end of the sample revealed striations typical of a sharp instrument cut. Inspection of the tear in the outer lumen revealed a dully granular fracture surface. No functional deficiencies were discovered during evaluation of the returned sample. The tear in the outer lumen was not accompanied by any damage to the internal lumen and did not result in any leakage. Consequently the complaint of a leaking catheter was unconfirmed. It could not be determined if the outer lumen damage occurred during device use or during subsequent handling. A lot history review (lhr) of huav0228 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported to the sales rep that 7 fr dual lumen catheter began to leak where the catheter meets the hub. No injury to the patient was reported.